Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon was advanced for dilation. However, during insertion through the guide catheter, the device fractured. The detached portion of the device was outside the patient at the time of the fracture. The procedure was completed using an alternate method. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon was advanced for dilation. However, during insertion through the guide catheter, the device fractured. The detached portion of the device was outside the patient at the time of the fracture. The procedure was completed using an alternate method. There were no patient complications nor injuries reported.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 80.6cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.